Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an infection. Concomitant products: 4194 implantable pacing lead, (B)(6) 2007; a 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported the patient developed an infection and there was vegetation on the implantable cardioverter defibrillator (ICD) lead. The device and leads were removed. No further patient complications have been reported as a result of this event.